Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged and this was confirmed by x-ray. It was also noted that the rv lead exhibited unstable thresholds and undersensing. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.